Manufacturer narrative:
The reported events of noise and failure to sense were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that the patient presented in clinic for an implant procedure. During the procedure, the right atrial lead exhibited noise and a failure to sense despite multiple repositioning attempts. The lead was removed and replaced during the procedure on (B)(6) 2021. The patient was stable.